Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to corroded keypad traces. Moisture damage found on the lcd board. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported button error alarm and possible moisture exposure. Troubleshooting found customer disconnected from the insulin pump while swimming. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.